Manufacturer narrative:
Results - evaluation of the returned product found the lot number label is missing on the sensor pad. Therefore, cannot provide the lot number, device manufacture date or manufacturing location. Connected the sensor to a known good alarm and when weight is removed from the sensor the alarm does not sound. The sensor pad was opened up and the contact pad is torn where the contact pad meets the wire and there is no connection between the contact pad and the wiring which is keeping the sensor form sending a signal to the alarm. This pad is only to be used for 30 days on one single patient and customer did not know how long this pad had been in use. (B)(4).

Event description:
Customer reported they had a patient who was being monitored by an alarm and a sensor pad all day with no issues. When the patient got up off the chair sensor pad, the alarm did not sound and the patient fell. The customer tested the alarm with a new pad and the alarm works. Customer is unsure how long the sensor pad has been in use. No patient injury occurred.